Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a lead with no patient involvement. It was reported that the or technician noticed the lead was bent at contact 0 before implant. No complications or further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot#: va1gfdq) confirmed that the distal end of the lead was bent. Electrical testing of the lead determined that continuity was complete and no electrical shorts were observed between circuits. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.